Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that when the inner package was opened, there was some liquid on the bottle, and the label was wet. This event caused the surgery to be delayed by two hours.

Manufacturer narrative:
The complaint could be confirmed, since a video got received for evaluation and matches the alleged failure. Validation plan wd012868, biologics crimp cap vial 5, 10, 20cc vials was executed to address this issue. The process for vial crimping was validated for use in production. Also, wd012642 aging study is in process to confirm the established shelf-life for the crimp top vial, rubber stopper, and crimp cap. This lot appears to have been manufactured with the previous screw top as a vial cap and prior to the changes to the new cap. Visual inspection: visual examination of the two received products shows that the vials for liquid and powder are not returned for evaluation, furthermore the whole plastic inlay with the mixer instruments are also missing. On the other hand, the sealed bag with the tube and other parts got returned in an intact condition. Video examination: an inspection of the received video has shown that a sealed pouch got opened, the vial with the black screw top which was in the pouch had a wet label, and some liquide was running out of the pouch. Furthermore, it is visible that the lot number matches the one reported. The IFU clearly instructs the user that: "inspect devices prior to use for damage during shipment or storage or any out-of-box defects." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
It was reported that when the inner package was opened, there was some liquid on the bottle, and the label was wet. This event caused the surgery to be delayed by two hours.